Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records did not reveal any anomalies or abnormalities that would have an adverse effect on device performance.

Event description:
Reporter indicated that a high impedance reading was obtained during an office visit on (B)(6) 2002 indicating a possible device malfunction. Reporter indicated that the patient claims that the device feels different and that he was unable to feel it as much. Further follow-up revealed that another high impedance reading (dc-dc code 7) was obtained during an office visit on (B)(6) 2002. Neurologist believes that the x-ray shows a possible lead break. Neurosurgeon does not believe that the x-ray shows a lead break and does not plan to replace the lead. Further follow-up indicated that the patient has not fallen or injured himself to cause a lead break. The patient's condition has not changed and the physician's do not plan any action at this time.

Manufacturer narrative:
H.6. Code 68: the surgeon believes that the conduction problem may be attributed to a large amount of scar tissue on the nerve.

Manufacturer narrative:
Further follow up revealed that when the patient is at rest, the patient is fine. Upon exertion such as walking or mowing the lawn and when the device activates, the patient has to stop what he's doing because the device becomes uncomfortable. The patient reported that it is not painful stimulation, just that the device is uncomfortable. The physician decreased the patient's device frequency to see if it makes the patient more comfortable. The physician and the patient do not want to turn the device off or replace the lead at the time because for the first time, the patient is seizure free.

Event description:
Additional information received reveals that the patient is no longer responding to magnet swipes. The patient will being following up with the neurologist and the plan of care will be decided at that time.

Event description:
Review of programming history reveals the device had been turned off for several years, but was turned back on (B)(6) 2010.

Event description:
The patient underwent a full vns replacement surgery. The explanted products were received by the manufacturer and are pending product analysis.

Event description:
It was reported that the patient was referred for vns replacement surgery due to near end of service, or neos, battery condition. Due to vns lead compatibility with newer vns generator models, the patient was to undergo a full vns replacement surgery. No diagnostics could be provided as the battery was reported as fully depleted. No relevant surgery is known to have occurred to date.

Event description:
Generator product analysis was completed. The end of service, or eos, allegation was confirmed in the product analysis, or pa, lab. The low voltage condition failure to program allegation was determined to be the result of normal expected battery depletion. The generator performed according to functional specifications. Other than typical explant related observations, no abnormalities were noted. No performance or other adverse conditions were identified with the generator. Lead product analysis has not been completed to date.

Event description:
Lead product analysis was completed. The reported high impedance could not be confirmed in the product analysis, or pa, lab. The lead body assembly including the unmarked connector and electrodes were not returned for analysis and, therefore, no evaluation can be made as to those portions. The returned portion measured 59 mm. Set-screw marks were noted on the pin, providing evidence that at one point in time, a good mechanical and electrical connection was present. Abrasions were observed on the connected boot that did not penetrate. No discontinuities were identified during testing of the returned portion. There was no evidence to suggest discontinuities in the returned portion of the lead. The condition of the returned lead portion was consistent with those typically following explant. No obvious anomalies were observed.